Manufacturer narrative:
Film evaluation summary the exact cause of the stent graft deployment difficulties could not be determined from the pre-implant films provided. Films during implant were not available for review, and the reported event could not be assessed. Post-implant films were also not available. It is possible that implanting within the acutely angulated and potentially kinked pre-existing cook device may have led to the inability to deploy the limb. This may have also been related to a device issue. The device has been returned and is awaiting analysis, and the findings will be summarized in a separate report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary: there was no gap visible on the device handle. A gap was observed between the stent graft and the stent graft stop. The stent graft appeared to have been pushed forward. A kink was observed on the graft cover and middle member proximal to the stent graft. The stent material was bunched on the proximal side. A number of kinks were observed along the graft cover. The stent graft was deployed with no issues noted. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 5.7cm abdominal aortic aneurysm and a 3.2cm left common iliac artery aneurysm. It was reported that the patient has had another manufacturers bifurcate stent graft implanted several years earlier. It was noted that during the initial implant of this bifurcate, it did not extend all the way to the left internal iliac artery. This uncovered portion of the left iliac became aneurysmal over time and it was necessary to coil the left internal iliac artery and extend down into the left external iliac artery with the endurant limb. It was reported that during deployment of the limb, the tip was advancing but the ro marker was not moving down in order to release the stent graft. Upon this discovery, the device was removed without being deployed. The procedure was completed with another limb stent graft without issue. As per the physician the cause of the event cannot be determined. No additional clinical sequelae were reported and the patient is fine.